Event description:
Patient had right radial and right femoral artery accesses for chronic total occlusion intervention. During procedure, radial and femoral arterial transduced blood pressure significantly dropped simultaneously from 160s to 60s. There was a discrepancy between non-invasive blood pressure and transduced pressure. Due to low transduced pressure, pressors and inotropes were administered. Patient was intubated. Changed out acist transducer, so believe problem was in malfunctioning consumable/disposable manifold.